Event description:
A malfunction on the pump was reported after the customer dropped it outside, where it remained overnight in the cold. This resulted in the customer¿s blood glucose levels being reported as "high," though the specific value was unknown. The customer managed their high blood glucose by administering a corrective injection via multiple daily injections (mdi). Technical support decided to replace the faulty pump, ensuring it had updated software. Instructions were provided on returning the malfunctioning pump and setting up the replacement, which the customer understood.